Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Medical records and x-rays were received. Without the complete medical records including the primary surgical report and the revision surgical report, it is not possible to determine if the complaint is product related. Review of the x-rays could not find conclusive evidence to confirm the reported loosening and subsidence. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 11/03/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was also experiencing pain. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 12/01/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address instability, tibial subsidence and loosening at the cement/implant interface. The cement manufacturer is unknown.